Event description:
A customer reported obtaining unexpected negative reactions with the 3-cell screening assay on the galileo echo instrument with a patient sample with a history of having anti-k.

Manufacturer narrative:
A review of the image files showed that cell 3 of the antibody screening assay resulted as negative. Visually, the reaction appeared positive. Cell 3 is positive for the k antigen. Positive results were obtained with all k positive cells on the antibody identification assay. The customer was made aware of technical communication (B)(4) which advised customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.